Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms did not appropriately alarm. Customer was hospitalized due to blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known.